Event description:
It was reported that an ilet pump user observed scratches on the screen and case that were later recognized as cracks, while the touchscreen remained functional and the user had no recollection of an impact. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy and no alarms. Investigation included collection of device identifiers and logistics for replacement and return for evaluation. Investigation of this case revealed a suspected mechanical damage to the display assembly consistent with a cracked screen, with the device otherwise operating. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of unknown origin.